Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The user's blood glucose (bg) level was 316 mg/dl. The user addressed bg level with a bolus via the pump and a manual injection. Reportedly, the user suspected that the site was most likely hitting scar tissue. The user does not remember if they interacted with the pump during the time frame of the auto off alarm.